Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on one lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred couple months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 16130543.